Event description:
Since receiving their nucleus cochlear implant, this pt has not received benefit from the device. Testing confirmed proper function of the device and positioning inside the cochlea. The pt's health care team suspects that their performacne may be related to poor auditory nerve cell survival in the implanted ear and have recommended explantation and re-implantation in the contralateral ear.